Event description:
It was reported that this event involved a patient who underwent an emergency angiogram. The iab was inserted for counterpulsation. Approximately 25 minutes after an uneventful insertion and while the patient was hemodynamically stable, the balloon pump ceased to operate. Blood was noted in the helium tubing. Because of this, the iab was removed. There were no patient complications.